Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited distal fiber breakage, dent in the distal end, loose light guide adapter, image out of field, and light transmission failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus and the evaluation found distal fiber breakage, dented distal end, loose light guide adapter, image out of field, and light transmission failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.